Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Per the customer, no further information will be provided, including patient demographics and no products will be returned.

Event description:
It was reported that there were errors leading to the air in line sensor needing replacement. Per the customer, no further information will be provided, including patient demographics and no products will be returned.